Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had a CT scan and will be having an electroencephalogram. There was no known cause of the seizure; however, the patient now does not think that the spinal cord stimulation had anything to do with her seizure. The battery for the paddle in the thoracic spine for the leg was the one she said came on too strong, and impedances were all within normal limits. The patient was reprogrammed for better foot coverage. No further complications were reported. Refer to manufacturer report # 3004209178-2017-10469.

Manufacturer narrative:
Other applicable components are: product ID :97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 2. It was reported that the patient received strong shocking stimulation after turning the stimulation on while recharging. The patient had a seizure 15 minutes later. She went to the ER and her bloodwork, CT scan, and other tests were normal. The patient had a meeting with the rep today and one with the ¿pcp¿ on (B)(6). No further complications were reported. Follow-up was conducted.